Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use, used to treat an aneurysm. Factors that can contribute difficulties deploying the stent include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications. In this case, it was reported the stent was unable to overlap the two previously deployed stents due to the geometry of the stents. Another stent was deployed to cover the gap in stents. It was reported the graftmaster stents were used to treat a large aneurysm in the proximal rca. It should be noted that the graftmaster otw instructions for use (IFU) states, the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar reports. The reported difficulties appear to be related to the operational context of the procedure. The other graftmasters are being reported under separate medwatch report numbers.

Event description:
It was reported that the patient presented with an inferior st elevation myocardial infarction and was taken emergently to the catheter lab. Per angiogram, the right coronary artery (rca) had a large aneurysm in the proximal rca (prca) with thrombus present from the ostium to the mid rca (mrca), occluding the entire vessel. Angioplasty and vessel aspiration were ineffective. A 4.0x19 mm jostent graftmaster was delivered to the distal aneurysm and deployed at 18 atmospheres (atm). A 3.5x19 mm jostent graftmaster was delivered to the proximal aneurysm. A 4.5x19 mm jostent graftmaster failed to cross through the proximal stent, became stuck, and was deployed in the prca at 18 atm. Next, a 3.5x19 mm jostent graftmaster failed to cross the proximal stent; however, a 3.0x19 mm jostent graftmaster crossed through the stent and was placed between the distal and proximal stent, but was unable to overlap due to the geometry of the stents. There was still some antegrade flow into the proximal aneurysm so a 4.5x19 mm jostent graftmaster was deployed at 20 atm. The only area of concern that remained was the area between the 3.0x19 mm and 4.0x19 mm stents that were not overlapping, so a non-abbott bare metal stent was deployed to cover the gap. There was still a trickle of flow into the aneurysm, but the flow in the vessel was timi 3. The procedure was completed with the patient stabilized. Recovery was uneventful. There was no additional information provided.